Manufacturer narrative:
(B)(6). The product was not returned for evaluation due to being discarded as biohazard by hospital. Device history record (DHR) was reviewed and found the units were released to distribution with an unrelated deviation. Complaint history review was performed and no further issues associated with this item/lot were found. Without the opportunity to evaluate the product, the complaint was not confirmed and root cause could not be determined. A summary of the investigation was relayed to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. "The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip fracture procedure on (B)(6) 2014, the head would not engage with the stem. The procedure was completed by converting to unipolar. No adverse events have been reported as a result of the malfunction.